Manufacturer narrative:
H3: product analysis found that, no abnormalities were observed with this product during inspection at the time of acceptance. H6: the previously applied fdm b21, fdr c21 and fdc d16 are no longer applicable. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: nim4cpb1, serial/lot #: (B)(6), UDI#: (B)(4), h3: product analysis found that, no abnormalities were observed with this product during inspection at the time of acceptance. H6: the previously applied fdm b21, fdr c21 and fdc d16 are no longer applicable. Correction in h6: the imf code has been updated to f2601. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to use, when pairing the device and the patient interface, an error message appeared saying that a patient interface failure was detected, so the device could not be used. The surgery was completed without using this device as there was no replacement. There was no patient impact.

Manufacturer narrative:
H3: analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Concomitant medical products: section d information references the main component of the system. Other relevant device(s) are: product ID: (B)(4) , serial/lot #: (B)(6) , ubd: , UDI#: (B)(4) h3: analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.